Event description:
It was reported that the patient presented to the emergency room with dyspnea and discomfort. In the operating room, cardiac perforation and effusion was noted and pericardiocentesis was performed. The right ventricular lead was explanted and replaced on (B)(6) 2022. The patient was stable condition.